Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited externalized conductors without evidence of electrical malfunction. The location of externalization reported on this lead is in the short region proximal to the rv coil that was not covered by optim insulation. No action was taken. The patient was doing well and will continue routine follow-ups.